Event description:
It was reported that the patient had high impedance. The device was turned off and the patient was doing well with no reports of pain. The physician stated that arm jerking is part of the patient's pathology and he feels this have contributed to the high impedance. No known surgery has occurred to date. No additional relevant information has been received to date.